Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced usm 1 to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 1 was giving a recoverable fault and the customer had to disable the usm. An intuitive technical service engineer (tse) reviewed system logs and noted several faults on usm 1. Prior to calling, the customer rebooted the system with no change. The tse had the customer perform hard reboot, but issue remained. Error 319 was present for usm 1 after the reboot. The tse had the customer disable usm 1 and recover the fault. The customer asked if they could swap the patient side carts (psc), and the tse confirmed that they could. The tse also advised the customer that they would have to manually push usm 1 out of the surgical field, and the boom would have to be manually positioned. The table motion would not be available with the disabled usm. The surgeon was able to dock the system and proceeded with a three-usm configuration. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was intended to be a 4-usm procedure. The system functionality was checked upon powering on, and no errors were noted. The usm 1 was disabled, and the procedure was completed as a 3-usm procedure. There was no patient injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis with a reported 319 error. The error was confirmed via system logs review and was replicated during the failure analysis investigation. The usm was tested on an in-house system in normal mode where it triggered a 319 error. The usm was also tested on a patient side cart (psc) test platform fixture where it failed the check on all boards present and fiber tests.

Event description:
Refer to h10/h11 for follow-up information.